Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: spinal canal stenosis type of procedure or technique used: oblique lumbar interbody fusion levels implanted: l4-5 it was reported that during surgery, the inserted cage deviated into the spinal canal. The surgeon could not remove the cage using an inserter or a remover because it was stuck completely. It was found that the osteophyte that was pushed by cage had pressured the nerve root. The part of the osteophyte was removed and decompression was performed. No patient complications were reported as a result of the event.